Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had increased difficulty in charging the ipg due to ipg rotating within the pocket. Database analysis revealed that the charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. However, it was stated that the ipg was working as expected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.